Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tip of the video scope was flooding and there was a possibility of tuberculosis in the patient using it. Th device was returned, and an inspection revealed, the coating of the image guide(ig) coil was peeling off (one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An inspection of the returned device confirmed the customer allegation. It was noted, water tightness was not maintained due to perforation of the forceps channel. Continuity failure and poor insertion of the brush into the forceps channel was observed. There were scratches on the insertion tube. The adhesive of the bending section cover was missing. A liquid leak was recognized in the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.